Event description:
The customer reported a leak of greenish color at the secondary probe that occurred during startup on the beckman coulter lh750 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed. It is unknown if there is an exposure control or risk management plan available at the facility. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. Field service engineer (fse) observed the leak at the bsv (blood sampling valve). He replaced bsv knob and cleaned individual bsv pads. Also checked probe backwash flow. Root cause for the leak is unknown. The leak was addressed by replacing the bsv knob and cleaning the individual bsv pads. Probe backwash flow was also checked. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).